Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000mcg/ml baclofen at 295.2mcg/day via an implantable infusion pump for intractable spasticity and stroke. It was reported that the hcp wanted to add a step/dose of 14.9mcg from 4-5pm but there were already 2 steps programmed. The hcp reported that they didn¿t lock the 24 hour dose because they wanted the 5% daily dose increase. The hcp realized that the flex daily dose did not change after the patient had left the clinic. No symptoms were reported. No further complications were reported.